Event description:
It was reported that the pt complains of pain in his hip and groin area.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: description: rejuvenate strght prfit tmzf mod stem size 8: cat#nls-300000b, lot# unk. Description: trident 0 x3 insert 36mm ID: cat# 623-00-36f, lot# unk. Description: delta v-40 ceramic head 36/0: cat # 6570-0-136, lot# unk. Description: trident psl ha cluster 56mm: cat# 542-11-56f, lot# unk. Description: acetabular dome hole plug: cat# 2060-0000-1, lot# unk. Description: cancellous bone screw 25mm: cat# 2025-6530-1, lot# unk. Description: cancellous bone screw 30mm: cat# 2030-6530-1, lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.